Event description:
It was reported that during puncture for PICC placement at the rehabilitation department, burrs were noted at the tail end of the guide wire and the inside bent, leading to failure of the puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of burrs on the end of a guidewire is inconclusive due to the returned sample condition. One 0.018 in. Stainless steel guidewire was returned for evaluation. It was observed that the distal weld tip of the guidewire was present without any misaligned coils observed at the distal end. A microscopic observation revealed the proximal weld tip of the guidewire to be missing. Both the core wire and the coil wire had visible striation pattern at an angle aligned on the edges of the core wire and the coil wire. The fracture surface at the break of the core wire was granular and at a slight angle. The fracture surface of the coil wire was granular. An observation of the proximal end of the guidewire suggests that the proximal end was cut, leaving no observable evidence of burrs on the proximal end of the guidewire. Because the proximal end of the guidewire was not returned, the complaint of burrs on the end of the guidewire is inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that during puncture for PICC placement at the rehabilitation department, burrs were noted at the tail end of the guide wire and the inside bent, leading to failure of the puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.